Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1-2. On an unspecified date, the patient was re-admitted not feeling well, with shortness of breath. A control transesophageal echocardiogram (tee) was performed, which confirmed that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). On (B)(6) 2018, two additional clips were implanted, one on each side of the slda clip. The mr was reduced from 4 to 1. No additional information was provided.